Event description:
The event is reported as: complaint alleges that there was a burning smell noticed during pt use. There were no reports of pt injury.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.